Event description:
Patient reports constant pain. Surgeon did an MRI and said it shows the lower plate is loose. Patient says every doctor she has seen does not want to perform a revision and patient doesn't know what to do next.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding baseplate loosening involving a duracon cs tibia insert med 9 was reported. It was reported constant pain and doctor did an MRI and said it shows the lower plate is loose. No allegations were made regarding the insert. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient reports constant pain. Surgeon did an MRI and said it shows the lower plate is loose. Patient says every doctor she has seen does not want to perform a revision and patient doesn't know what to do next.